Event description:
String detached... Could not remove it- vagina [foreign body in reproductive tract]. String detached... Could not remove it [complication of device removal]. String detached by itself- tampon [device breakage]. Case narrative: consumer reported via email that the tampon string detached. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String detached... Could not remove it- vagina [foreign body in reproductive tract] string detached... Could not remove it [complication of device removal] string detached by itself- tampon [device breakage] case narrative: consumer reported via email that the tampon string detached. No serious injury was reported.

Event description:
String detached... Could not remove it- vagina [foreign body in reproductive tract] string detached... Could not remove it [complication of device removal] string detached by itself- tampon [device breakage] case narrative: consumer reported via email that the tampon string detached. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation